Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a crack in it that caused rocuronium medicine to "spray" out onto the worker. The following information was provided by the initial reporter: "when using a 10ml syringe to administer rocuronium (paralytic) via direct IV, into a med line port, the medication sprayed out of the side of the 10ml syringe. When further inspected, syringe noted to have crack down the side - so when pushing meds under pressure, it sprayed all over writer. Thankfully, due to covid precautions, eyewear was in situ. Med was wasted and had to be redrawn - time consuming, near miss medication sprayed in writers face, unknown amount of initial med given prior to spray occurring. Concerning because this is a medication that's being pushed because the patient has a need for it to breathe effectively. Luckily this patient was already intubated and this wasn¿t a dire situation."